Event description:
The complainant stated that he can place the bed into brake, shake the bed and sometimes it will pop out of the brake mode.

Manufacturer narrative:
The tech replaced the brake detent to repair the bed.